Manufacturer narrative:
H.6 investigation summary : the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed h3 other text : see. H.10

Event description:
It was reported that there were elevated calcium results with an unspecified bd sst blood collection tubes.the following information was provided by the initial reporter:on a couple of occasions we have noticed elevated calcium results that upon recollection, either at another facility or at our facility are normal. Our sst resulting an elevated calcium result at our facility with our instrumentation/methodology and normal results at a hospital with their instruments/methodologies. I do not have batch lot information

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were elevated calcium results with an unspecified bd sst blood collection tubes. The following information was provided by the initial reporter: on a couple of occasions we have noticed elevated calcium results that upon recollection, either at another facility or at our facility are normal. Our sst resulting an elevated calcium result at our facility with our instrumentation/methodology and normal results at a hospital with their instruments/methodologies. I do not have batch lot information.